Manufacturer narrative:
Clarification to h10 related report numbers: it has been identified that the patient was never implanted with an implant on the right side. This record is no longer reportable to the FDA as there is no device or complaint on the right side. Please refer to mrn 9617229-2026-05846 regarding the report of rupture on the contralateral side.

Event description:
It has been identified that the patient was never implanted with an implant on the right side. This record is no longer reportable to the FDA as there is no device or complaint on the right side. Please refer to mrn 9617229-2026-05846 regarding the report of rupture on the contralateral side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "rupture" as reported by patient.

Event description:
Patient, through other company representative, reported "rupture". This record is for the right side. The device remains implanted.